Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and suture was used. During the procedure, it was found that the suture had been broken or the suture had been shorter at a little above the swage part before use. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). An empty opened foil, a paper lid, a winding former with a needle/suture piece of product were received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected and the suture appeared to be cut by use of a surgical instrument. No functional test could be performed due to condition of the sample and the other section of the suture was not received. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture breakage is an improper handling.